Manufacturer narrative:
The following fields have been updated with additional/corrected information: b3, b5, d1, d5, g2, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 03-dec-2022 to 02- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie pockets opened for the wrong medication. A technical support specialist remotely accessed the device and found that the issue was due to software malfunction. Removed the drawer, subsequently, fully synchronized the station, and reconfigured the drawer to resolve the issue. The system functioned as intended after being troubleshot by the technical support specialist.

Event description:
It was reported that bd pyxis medstation system cubie pockets were opening for the wrong medication. The customer reports there were 2 instances in the past week for a nursing removal and a pharmacy refill. The last example was the nurse attempting to remove propranolol 10 mg and the pocket for venlafaxine 75 mg was opening. In the pyxis report it showed that both medications were unloaded from the same pocket. The customer reports that this caused delay in medication deliver. There was no patient harm or adverse events reported on this incident.

Event description:
It was reported by the customer that a pyxis medstation system cubie pockets opening for the wrong medication. The customer reported that users were unable to remove the correct medications, which led to a delay in the delivery of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that cubie pockets opened for the wrong medication due to software issue. A technical support specialist remotely accessed and remove the drawer. Subsequently, the station had fully synchronized, followed by the reconfiguration of the drawer at the station. The system functioned as intended after troubleshooting.